Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What is the name of initial surgical procedure in 2014? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pelvic pain and dyspareunia from initial surgery? What medical intervention was given for the pain management? Results? What was the specific reason for mesh removal in 2016? Provide details of (2016) re-operation? Were pelvic pain and dyspareunia resolved after mesh removal in 2016? Will product be returned? Provide return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2014 and mesh was implanted. Following the procedure, the patient experienced dyspareunia and pelvic pain. The patient underwent removal of the mesh laparoscopically in 2016. It was reported there was no mesh exposure at all. Additional information has been requested.